Event description:
During the af procedure, when the catheter was plugged in an error message of "this device is intended for single use only." Was seen. The device was exchanged for a new catheter to resolve the issue and the procedure was completed successfully with no adverse patient consequences.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.